Event description:
I have chronic tinnitus--ringing in the ears and hearing losses of at least 60% since my late 20's or early 30's. My dentist is deceased. Over the yrs, I suffered from allergies, skin disorder, unbalanced walking, bad breath, annual colds- but I found that taking coldeaze tablets at the first sign of a cold have relieved me-, the start of peridontal problem with two infections above my two front teeth. I have eight amalgams, plus two new cavities. Plus, my hearing disorder that caused me to be considered disabled. I lost my job of 12 yrs and was laid off from a part-time, temporary holiday job. Now, I am collecting welfare and foodstamps while job searching. I have just received medicaid. None of the mercury-free dentists listed from the mercury-free dentist organizations are located in my county and I do not have a car nor do the public buses get to these dentists. My dad had alzheimer's disease from these amalgams along with a gold filling-- the worst combinations. My mother has hearing losses from the root canal filling from mercury poisoning. Yes, abolish using these toxic dental amalgams. The government should take a lesson from the swedish government and help pay for the removal and replacement of these amalgams for every citizen.